Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause was unknown. The patient was hospitalized for the event and was treated with unspecified anti-inflammatory drug infusion (dose, route and frequency were not reported). At the time of this report, the patient was still in the hospital and has not recovered from the event. Action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.